Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital and reported receiving a shock which felt 'different'. Upon interrogation a shorted lead message was displayed and impedance measurements could not be obtained.